Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the potential causes are as follows: -pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. - hook and loop are jammed in the coil sheath because the hook is retracted. The slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased which may have caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The event can be detected/prevented by the following instructions for use which state: ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the ligating device during surgical hemostasis, the wire at the handle broke and the front end could not be released. The handle was cut off and the procedure was finished with a similar device. There were no reports of patient harm.